Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Section a. Patient information: no further patient information was provided.

Event description:
The customer reported inconsistent and falsely elevated architect lactate dehydrogenase ldh results for one patient. Sample ID (B)(6) generated 501.9, 219.3 and 230.7 u/l results. The customer further indicated the correct result was 230.7 u/l and they use a normal range of 0 to 248 u/l. No adverse impact to patient management was reported.

Manufacturer narrative:
Review of complaint activity did not identify any trends for the architect lactate dehydrogenase (ldh) assay. This review also did not identify increased complaint activity for reagent lot 75682un17. Using worldwide field data the historical performance of the ldh assay was evaluated. This review did not identify any issues and all lots are performing as expected. Manufacturing documentation for the likely cause lot did not identify any issues associated with the complaint issue. Additionally, labeling was reviewed and sufficiently addresses the customer's issue. Based on this investigation, no systemic issue or deficiency of the architect lactate dehydrogenase assay was identified.